Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Patient reported "rupture and sore lymph nodes". This record is for the right side. Device remains implanted.

Event description:
Patient reported right side "rupture and sore lymph nodes". Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Clarification to b3 date of event: partial date january 2025. The events of lymphadenopathy and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: lymphadenopathy; rupture; capsular contracture baker grade iii